Event description:
It was reported that an alarm was heard, telemetry was not yet performed. They were able to interrogate initially but now they are unable to update. It was also reported that there were volume discrepancies and the patient recently had a MRI. It was later reported that the pump was interrogated with the 8840 and when the healthcare professional pressed the update button post refill, the pump responded normally. No volume discrepancies were noted at that time.